Event description:
Allegedly, at the end of a turp procedure, doctor noticed the ceramic tip of the inner sheath had come off at some point during the procedure. Doctor performed a mini laparotomy procedure to retrieve the ceramic piece. Procedure was completed and pt stayed overnight for observation. Pt condition post-op was good.